Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient had been on house arrest for one year, and they had a house arrest monitor on their right leg that they believed was interfering with their implantable neurostimulator (ins). It was stated it "didn't let them work right." The patient felt dizzy and felt like they didn't talk well. It was noted that when the patient disconnected the ins, they felt good, could talk well and didn't get stuck talking. The patient "felt like this was going to harm him." It was stated that this was making them feel bad, and when they first put the monitor on them, they ended up on the sofa all because they didn't feel well. The patient mentioned the maximum on part a was 240 and the max on part was 440. No further patient complications have been reported as a result of this event.